Manufacturer narrative:
Investigation ¿ evaluation. It was reported by the customer that during stone removal procedure, cook single-use holmium laser fiber tip broke off. From available information issue occurred at the end of the procedure and no section of the device remained inside of the patient's body. Patient did not require additional procedure due to this occurrence and no adverse effects has been reported as a result of reported issue. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, quality control data, and specifications. Visual examination confirmed fiber was returned in used condition. Fiber iwa separated into two segments. The distal segment measured 84.4cm. Fiber optics protruded from the distal end of blue sheath by 6mm. The proximal segment measured 216cm. The total length of the returned fiber was 300.4 cm. The plug appeared secure, without discoloration or undamaged. Close examination of the point of separation showed black debris on the fiber jacket and on the ends of the optical fiber. The fiber was broken then cladding was pulled to separation. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no non-conformances associated with reported allegation as fiber tip breakage, it was concluded that adequate inspection activities have been established and there is objective evidence that the DHR was fully executed. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: improper handling. Continuous lasing with the fiber tip in contact with tissue never subject fiber optics to sharp bends in handling, use, or storage. Fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. Extended lasing at high power, lasing with a contaminated or damage proximal. Poor lasing beam alignment or focus. Always keep connector end dry and free of contaminants. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded that based on evidence presented, potential cause of fiber breakage can be related to improper handling of laser fiber and any of the precautions listed in the IFU could contribute to this event. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information has been received since the last report was submitted.

Manufacturer narrative:
Name and address: (B)(6). PMA/510k # k163197. Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, after lasering of urinary calculi was completed, the cook® single-use holmium laser fiber broke during removal of the fiber from the patient. The scope was removed from the patient and the distal end of the broken laser fiber was pulled out by hand. No part of the fiber was left in the patient. No additional procedures were required. No adverse events have been reported as a result of the alleged malfunction.